Event description:
During the termination of a dialysis treatment, the operator noticed air had passed through the air detector and occluding clamp without a machine alarm. The operator clamped the venous return bloodline and stopped the blood pump. There was no pt injury. The facility stated that the machine's pretreatment testing had passed prior to the initiation of the treatment. After the incident the machine was retested and the air detetor failed. The machine was removed from the treatment area. The facility bio-med tech stated that he did not make any adjustments to the module before shipping it to the MFR.

Manufacturer narrative:
The air detector module was returned to the MFR for evaluation. Although the facility stated that the machine's pre-treatment tests had passed, it was noted that after the incident the machine was re-tested and the air detector failed. It also failed four consecutive self-tests when the MFR. Placed it in another machine, and when tested with ultrasonic detectors. When the air detector was calibrated, it passed all tests. The failure was due to the detector being out of calibration.